Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Only the distal tip of the wire guide was included in the return. The inner coilspring located under the black coating of the tip has stretched and unraveled. The weld that connects the coilspring to the core wire is present. Therefore, a product discrepancy that could have caused the tip detachment was not observed. Because the sphincterotome and remaining section of the wire guide were not included in the return, we are unable to conduct a complete investigation. However, the condition of the wire guide tip (i.e. Damaged coating and stretched inner coilspring) suggests the wire guide received excessive pressure during use. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult strictures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive pressure in response to resistance due to a severe stricture, this could have contributed to separation of the wire guide coating tip. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating separation. If the endoscope or sphincterotome used with this wire guide contain a burr, this could contribute to the observed wire guide damage. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel were notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy d.a.s.h. Dometip double lumen sphincterotome. The tip of the pre-loaded wire guide detached in the pancreatic duct. The device was withdrawn and forceps were used to retrieve the tip of the wire guide. Another dash-21-480 was used to complete the procedure. No add'l medical precedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.